Event description:
The customer reported to olympus the evis exera iii colonovideoscope had a chipped objective lens. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, foreign material in the air/water tube, the jet auxiliary tube, and the air/water cylinder was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the protective coating on the bending portion of the device was detached, the objective lens was scratched, the camera cover was cracked, the connecting tube was deteriorated exposing metal, the down angulation wire was worn and did not meet specification, the up/down angulation lock lever was worn and not functioning, the universal cord was scratched, and the adhesive on the protective coating of the bending portion of the device was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.